Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8/9f sheath hole prior to an interventional valvuloplasty procedure. Reportedly, there was no suture present when the plunger was removed with the first proglide device. A second proglide device was used; however, the device was lodged stuck in the artery. The device separated at the connection between the stainless-steel distal part and the plastic catheter. Surgery had to be performed to retrieve the separated piece of the device. There was a great deal of bleeding treated via surgery. As a result, the pre-close technique and procedure were aborted. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.